Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 19. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On 2024-05-29, non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and increased sensitivity. No further patient complications were reported.